Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels. The customer reported lost power. The customer states they removed the battery for two hours. The customer declined troubleshooting and treated the high blood glucose level with the insulin pump. The insulin pump will not be returned for analysis.